Event description:
This report is based on information provided by philips bench service engineer (bse) and has been investigated by the philips complaint handling team. The bse during the bench evaluation of this heartstart mrx device found an issue with the display bezel. There was no allegation of a patient injury. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued. The customer was made aware of the end-of-life terms and the device was returned to the customer without repairs. No further action is required at this time.